Event description:
The account alleged that if they lowered the bed it would go back up on its own when they released the down button. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.